Event description:
It was reported that pump displayed cgm error 42 while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, did not experience recurring cgm error, and successfully started new sensor session.